Manufacturer narrative:
(B)(4) - leukorrhea, exposure. (B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an anterior pelvic floor prolapse procedure in (B)(6) 2010. The pt developed a hematoma post-operatively. The pt also experienced leukorrhea and pain. On (B)(6) 2010, the pt was reoperated on for partial removal of the mesh due to partial mesh exposure.